Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with abdominal sacral colpopexy, abdominal enterocele repair, anterior and posterior colporrhaphy, and suprapubic catheter placement.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent partial hysterectomy, rectocele and cystocele repair due to sui, pop, cystocele, rectocele, and enterocele. Following insertion the patient experienced dyspareunia, sui, chronic pain including pelvic, abdominal and vaginal pain. She has had urinary tract infections and urinary retention. She had to self-catheterize for several months after implant surgery. In addition, she suffers from chronic constipation. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.